Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus pen needles. Lot number was not provided. Customer stated that the 31g pen needles did not dispense the insulin. Customer stated the package had not been open or damaged when received. Pen injector that customer is using is not compatible with the trueplus pen needle. At the time of the call the customer felt well and did not report any symptoms. No medical intervention related to the use of the product was reported.